Event description:
Procedure type: urologic. According to the reporter: while inserting a scope into the trocar, a foreign material was found inside of the trocar shaft. The procedure was completed with another. Nothing fell into the cavity. No pt injury. Extended operating time: unk.